Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they tried to drain the water in the foley catheter during the pretest, but it did not drain at all.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo showcases the three-way catheter and partially filled water syringe. The second photo zooms into the deflated balloon. The last two photos show the catheter cap with the printed lot number and the tray label. It was also received 1 all silicone foley catheter with deflated balloon and empty syringe. The balloon was inflated with the returned syringe and 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks. Connected the returned syringe and it passively deflated in one minute and 13 seconds with no issues or cuffing. Reported event is considered unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they tried to drain the water in the foley catheter during the pretest, but it did not drain at all.